Manufacturer narrative:
According to the facility, "there was circumferential bleeding that occurred, even though the clamps were tightened appropriately and left on > 6 minutes, which is the guideline. This occurs at the end of the procedure, when the clamp was removed. The most recent event was on 7/2/2024. All of the patients required wither cautery, surgical, or stitches in order to stop the bleeding; all patients are currently doing well" a sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "there was circumferential bleeding that occurred, even though the clamps were tightened appropriately and left on > 6 minutes, which is the guideline."